Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had air bubbles in the reservoir. The customer stated the air bubble was large in size. The customer reported they did not rewind the insulin pump with the reservoir in place. Troubleshooting did not find any leaks on the insulin pump. It was also found the customer had a no delivery alarm. The customer reported using the reservoirs past the recommended time of use. Customer also reported working out while connected to the insulin pump. The customer was advised against these practices. It was also found the customer smelled insulin from the insulin pump. The customer's blood glucose was 151 mg/dl. The customer declined to return the reservoir for analysis.